Event description:
Haemonetics received a complaint on (B)(6) 2013 for an orthopat device with the description "stopcock broken on effluent side." No patient or operator injury reported.

Manufacturer narrative:
The device was returned for evaluation of the reported stopcock issue. During the evaluation on (B)(4) 2013, fluid ingress was found. The power supply, driver board, and distribution board were damaged due to the ingress. There was no evidence of carbonization or fire. The device was cleaned, repaired, and upgraded to the current fluid ingress remediation. (B)(4).